Event description:
It has been reported to philips that the table was moving on its own. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that there is an issue with table movements. Upon investigation fse found that when the user moved the table upward, geometry restart has occurred due to calibration error. Fse calibrated the table movement. After that system was working fine. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Device problem code and health impact code were corrected.